Manufacturer narrative:
The device was returned for investigation. The smiths' label was intact. There was no evidence of the reported failure in the event log. A functional test was performed, and the reported failure was confirmed. The pump was found to be under delivering. The root cause cannot be established. The expulsor will be replaced. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the pump tested low three times.